Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not turned on due to drawer 4.1 in the main malfunction. The field service engineer replaced the drawer controller board, the t-controller circuit board (pmc board), and the drawer solenoid to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station had black screen, failed to turn on and went offline on remote support service. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.